Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the catheter wire got entangled, causing the catheter and wire to become bent; therefore, it was replaced. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.